Event description:
A user facility reports a scratch was identified on the intraocular lens optic prior to insertion. There was no pt impact/injury associated with this report.

Manufacturer narrative:
H3, 6: the complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. The reporting facility was unable to provide the add'l device info that was requested on 10/9/2006.